Event description:
A surgeon reported a patient whose intraocular lens (iol) rotated following iol implant surgery. The lens was exchanged for a different model lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/30/2009 and 05/04/2009 by phone, fax and mail. A completed questionnaire has not been received.